Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer changed the infusion set and reservoir but noticed that the reservoir cap remained in the transfer guard. The customer¿s blood glucose level went over 400 mg/dl. They treated the high blood glucose with a manual injection. The reservoir was replaced and will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 2 opened/used reservoirs. Unable to verify occluded anomalies to reservoirs. First reservoir was detach from the snap-cap and attached to transfer guard. 2nd reservoir was partially returned, missing the barrel, (only returned transfer guard and plunger).